Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive down arrow button, followed by a button error alarm. The blood glucose reading was 110 mg/dl. The customer stated that he was changing the time when the issue occurred. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. No audio anomaly or vibrator anomaly was noted during testing. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube and cracked reservoir tube lip.